Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx434-t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the catheter and the reservoir was believed to be blockage. Reportedly, on the day after operation, the patient recovered well. However, on the third day, the patient had aggravated clinical symptoms. The clinician stated that the shunt tube liquid reservoir does not rebound when pressed, and the rebound of the valve was delayed after the differential pressure valve was pressed. The complaint device has not been returned to the manufacturer for evaluation. No further information available.

Manufacturer narrative:
Manufacturing and quality control data due to the limited information and the missing product investigation is restricted to tracability of manufacturing and quality control data. The progav® 2.0 shunt system was manufactured by a qualified employee on july 2020. Deviations during assembly did not occur. The product was finally tested as article fx434-t and released for packaging and sterilization and was sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 20 cmh2o in accordance with the specification. The shuntassistant® has a fixed pressure of 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Conclusion information an investigation was not possible because no product was sent for investigation. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the progav® 2.0 shuntsystem, since this documentation indicates that the valve is in perfect condition. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis.

Manufacturer narrative:
Visual inspection: deposits in the control reservoir and bloody residues on the catheter. Permeability test: the test showed that the progav 2.0 shunt system with the control reservoir is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the peritoneal catheter and the control reservoir is permeable, whereas the progav 2.0 and the shuntassistant is non-permeable. Computer control test: due to the non-permeability of the valves, the computer-controlled test is not applicable. Adjustability test: the progav 2.0 was found to be non-adjustable within the specified range. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav 2.0 is present. Due to the non-adjustability of the valve, as detailed in section above, an investigation of the braking force was not possible. Internal inspection of product: after dismantling of the valves, deposits were found in both valves. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities. For the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test was already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was a blockage in the shunt system and a non-adjustability in the progav 2.0 at the time of our investigation. The detected dried deposits could be named as the cause of the malfunctions. Existing deposits in the csf may temporarily impair the function of the valve and are described concomitants in the hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.